Event description:
A pt reported possible inaccurate high results with a fasttake meter compared to a onetouch meter. Pt, has a 38-year history of diabetes mellitus. Pt has been self-monitoring blood glucose with a ot meter and switched to a ft meter 2 weeks before this report. In 2001, pt alleges that blood glucose was 434mg/dl on ft meter at 11:30 pm. Based on the ft meter result, pt took 4u of humalog per sliding scale. Pt experienced a 'low reaction' and passed out three hours later. Paramedics were called and found the blood glucose to be 27mg/dl on their meter. Pt was transferred to hosp where pt was admitted. Pt was reportedly scheduled for a renal dialysis the next day. Pt has been reportedly kept at the hosp for observation after dialysis and discharged next day. Results from the ft meter memory in 2001 show a reading of 342mg/dl. Pt admits to the possibility of a result disposition. Ft meters are plasma calibrated, therefore giving higher results than the ot meters, which are whole blood calibrated. Meter has been replaced. No allegations of harm have been made.